Manufacturer narrative:
Concomitant medical products: medfusion 3500 syringe pump, therapy date (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a maxzero failed to reseal after disconnecting from a bifurcated extension set (minibore tubing), leaking a small amount of blood. Dobutamine 30mcg/kg/min (81.5ml/hr) had just been infused with a syringe pump. The blue gland failed to reseat properly, turning sideways allowing the leak. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a maxzero connector failing to reseal and leaking was confirmed. Visual inspection of the set did not reveal any discernible signs of damage or abnormalities. Functional testing resulted in an inability to flush, as the connector was completely occluded. The piston remained depressed and did not change position. The cause of the reported failure was not determined.

Event description:
The customer reported a maxzero failed to reseal after disconnecting from a bifurcated extension set (minibore tubing), leaking a small amount of blood. Dobutamine 30mcg/kg/min (81.5ml/hr) had just been infused with a syringe pump. The blue gland failed to reseat properly, turning sideways allowing the leak. There was no patient harm.